Event description:
It was reported that there was a lead migration. An x-ray was taken to confirm. One of the leads moved out of the epidural space and one backed down to t12 from t7. Two new leads were placed with new bumpy anchors without complication. It was noted that the patient was "doing well" at the time of the revision. The patient was reported to be alive with no injury or adverse event. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).